Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction happens again.